Event description:
It was reported that when using the bd pyxis¿ medstation¿ es (B)(6), main drawer 4 rail broke off, user was unable to close the drawer completely and station was in critical override mode. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the broken rail in drawer. A field service engineer (fse) identified that main drawer 4 was unable to open due to a damaged right-side rail, removed the defective rail, installed and aligned a new rail, and checked mounting fasteners. Functionality was verified using hta, confirming smooth full-range operation was restored. The system functioned as intended after the field service engineer repaired the device.